Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2010. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline cable sheath was damaged. While assessing the patient's driveline cable, it was noticed that a yellow wire beneath the sheath was exposed. The yellow wire was intact and no alarms were reported. It was noted that the driveline cable was wearing against the zipper of the ventricular assist device (vad) bag. The driveline cable was repaired with tape and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed that the outer sheath was damaged and damage to the insulation on the yellow cable, thus exposing the wire. As a result, the reported event was confirmed. Of note, it was reported that the driveline sheath was repaired by the site to mitigate the conditions reported. Additionally, visual evidence provided by the site revealed discoloration of the driveline outer sheath. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Capa00188 investigated driveline sheath damages. Based on the investigation conducted under capa00188, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Even though this CAPA is closed, hw11384 falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the reported "yellow wire sheath exposed" event can be attributed to wear and/or to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.